Manufacturer narrative:
Additional info obtained indicated that the pt's elective index procedure was for screening of the cardiovascular system due to end stage renal disease for possible kidney transplantation. The target lesion was the left anterior descending (lad). The pt was reported to have extensive disease in the lad target lesion/vessel, an ejection fraction of 30%, and a previous percutaneous coronary intervention in the circumflex coronary artery. The lesion was pre-dilated. The three (3) cypher stents were implanted in overlapping fashion. The pt was discharged two (2) days after the index procedure on plavix and aspirin. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report #3003742446-2007-00367 and #3003742446-2007-00368, and #3003742446-2007-00369.

Event description:
The report rec'd from the field indicated that approx two and one-half (2 1/2) weeks after the index procedure, the pt had a sub acute thrombosis (sat) of the previously implanted cypher stents. The pt had three (3) stents implanted during the index procedure. Ivus was done. Additional info indicated that the pt was admitted to another facility fifteen (15) days after the index procedure with an st elevation myocardial infarction (stemi). Coronary angiography was done and thrombus was reported in the previously implanted stents. Thrombolytics were administered. The pt was transferred to the same facility where the index procedure was performed. The decision was made that no add'l intervention will be done at this time. No additional info was available.